Event description:
Unit allegedly lurched forward resulting in injury.

Manufacturer narrative:
Dealer has serviced the device on numerous occasions. The dealer alleges that the user misuses and abuses the device.

Event description:
Unit allegedly lurched forward, resulting in injury.

Manufacturer narrative:
Device was reviewed to determine serial number and evaluated to confirm complaint by field service technician. Fst provided accurate pride serial number and determined that the unit was reprogrammed by dealer and unit surges when starting. Fst is not authorized to reprogram. Dealer to be contacted to reprogram as needed.